Event description:
The affiliate reported the customer alleged erroneous troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system utilized in conjunction with the access accutni reagent and calibrator. The erroneous result did not correlate with the patient¿s clinical status. An initial troponin I result of 29.03 ng/ml was obtained. The patient's sample was transferred to a secondary container and re-centrifuged then reanalyzed on the same instrument and produced a result of less than 0.01 ng/ml. The customer then reanalyzed the sample on an alternate access 2 system which recovered a lower result of less than 0.01 ng/ml, within the normal reference range. The erroneous result was not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Event-specific quality control (qc) and system check data were not supplied.

Manufacturer narrative:
A definitive cause for this event could not be determined with the information supplied. Alternate access 2 immunoassay system serial number: (B)(4).